Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports doing a dialysis catheter placement; after pulling the dilator out, pushing over the venatrac valve and feeding the catheter into the peel away sheath, a vacuum noise was heard and an air embolism entered the pt's heart. Pt required CPR, and was sent to the ICU. Info received that pt expired on (B)(6)2010.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.